Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. According to the complainant, post-procedure, the patient experienced an unknown injury and the patient expired. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. According to the complainant, post-procedure, the patient experienced an unknown injury and the patient expired. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.